Event description:
Rn found a "balloon" as she was removing IV tubing from a pump. (B)(6). These IV tubing was taken out of pt pump. While infusion was going, the nurse took tubing off pump to discontinue fluids; and found a "balloon". I was wondering if we have a number to report supplies malfunctioning. I did not call material management until you see the tube. Date of use: (B)(6) 2017. "Is the product compounded: no; is the product over-the-counter: no; event reappeared after reintroduction: no.